Event description:
It was reported that externalized conductors were observed via fluoroscopy. Lead was explanted. Patient condition is good.

Manufacturer narrative:
Internal insulation abrasion was noted at 6.5-8.3cm from the lead tip. The etfe coating was abraded at the same location.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.